Manufacturer narrative:
The investigation was completed on 07-sep-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002366 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a leakage issue occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing leakage during preparation. They replaced the sheath and the procedure continued without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The leakage reported was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing leakage during preparation. They replaced the sheath and the procedure continued without patient consequences. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-feb-2024, revealed a hole due to an adhesive issue at the hub to the stopcock connection. Bwi became aware of the hole due to an adhesive issue at the hub to the stopcock connection on 19-feb-2024 and have also assessed this returned condition as reportable. The device evaluation was completed on 19-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, during the analysis, water leakage was observed in the union between the hub and side port tube. Further investigation revealed a hole due to an adhesive issue at the hub to the stopcock connection. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. This failure mode was escalated and subsequently, an internal corrective action has been opened to investigate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)